Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely that the malfunction was caused by a worn-out lock latch on the video connector, which led to a loss of image when the scope end connector was wiggled. The connector did not hold the scope properly. The most probable cause of the complaint is cause traced to component failure which means that expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a worn-out lock latch on the video connector, causing a loss of image when the scope end connector was wiggled. The connector did not hold the scope properly. There was no patient involvement.